Manufacturer narrative:
Additional data: h3. Corrected data: g1. H6 coding has been updated to reflect investigation conclusion.

Event description:
A company representative reported that the tip of a cayman spring loaded awl deformed intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
A company representative reported that the tip of a cayman spring loaded awl deformed intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.